Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-03340. The pt reported experiencing a heating/burning/shocking sensation at her scs ipg pocket site frequently. The pt stated she felt the burning sensation while walking or stretching. Additionally, the pt reported that her charger is not holding a charge. Follow-up is pending. On (B)(6) 2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-001-c. This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.